Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an embolic stroke of the right middle cerebral artery (mca) was identified. It was reported that no alleged product issues were observed; however, the physician believed that the stroke was related to the procedure. The specific cause of the stroke was unknown, and the patient did not have a prior history of strokes. No intervention for the stroke occurred and it was unknown if the event resulted in a permanent disability. No further adverse patient effects were reported.